Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the patient had unexplained hyperglycemic events. The reporter was unable to provide specific blood glucose values for the alleged blood glucose excursions. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: the pump was exercised for 24 hours with no issues. At the end of the duration test, the pump had correctly recorded the basal deliveries. The recorded total daily doses of insulin added up to the expected values and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. No delivery interruptions or alarms were observed during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.